Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The customer mentioned that the probe was cleaned daily. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with elecsys hcg+beta (hcg+b) assay on cobas e411 immunoassay analyzer (rack system). Initial diluted result: 37960 miu/ml. The client called the laboratory questioning the initial result. The sample was then repeated. Repeat diluted result: 129567 miu/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The alarm trace did not show any abnormality. The field service engineer (fse) visited the customer's site twice. On the 1st service visit, the fse found an issue with the sample probe liquid level detection (lld) and corrected the sample probe lld and the alignment. Precision studies were performed and they were within specifications. He verified that the instrument was performing within specifications. The fse contacted the customer on 29-jul-2024 and verified that the system was still operational with no alarms or errors. On the 2nd service visit, the fse found that the lld voltage was out of range. He corrected the lld voltage and verified that the instrument was performing within specifications. The service actions (correcting the sample probe lld and the alignment and adjusting the lld voltage) resolved the issue. No further issues were reported afterward.